Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned an eval will be conducted and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt reported that the buttons were sticking and did not click down on the keypad. The rptr denies damage to the keypad or exposure to water.